Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading low at 61 mg/dl and the insulin pump went into threshold suspend for an hour but her blood glucose was 105 mg/dl. The threshold suspend limit was set up at 60 mg/dl. The morning of the call she had differences as well. Blood glucose was 395 mg/dl and the sensor reading was 49 mg/dl. Customer was advised to monitor the sensor and the insulin pump.